Manufacturer narrative:
The patient¿s date of birth was on an unknown date in an unknown month of 1973. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had access to poor environment source of water. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with dianeal therapy was not reported. Twenty days after the event onset, the antibiotics were discontinued. At the time of this report, the patient had recovered. No additional information is available.